Event description:
It was reported that the device needed a software update to version 1.6 and had a damaged downstream occlusion (dso) seal. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Performed visual inspection and functional testing per product verification testing (pvt). Confirmed customer complaint of damaged downstream occlusion (dso) seal. Probable root cause is damaged dso seal. Replaced dso seal. Updated software to current version. Confirmed repair with visual inspection and functional testing per pvt. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.